Event description:
It was reported that during an unknown procedure the device locked up. Few mins delay to get another device. No other details provided.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2023. D4: batch #478c32. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 31 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. In addition, the tip of the reload was noted damaged. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported and the damage noted on the reload was confirmed and it is related to improper use of the device and the reload. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 478c32, and no non-conformances were identified. The lot#498c68 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: was there any consequences to the patient due to the event? No.